Manufacturer narrative:
A software analysis was initiated. The analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that patient registration could be completed on a tumor phantom resin head with an accuracy of 0.9 mm. The navigation system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735762, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the surgeon was unable to pass patient registration after multiple attempts. Pre-operative irm exams were noted to have been downloaded over electronic picture archiving and communication systems (pacs) and the exams had been performed utilizing navigation protocols. Registration points were noted to have been on the back and side of the anatomy when the registration was conducted on the front of the head. Following a thirty minute delay, a second medtronic navigation system was brought into the operating room (or) to complete the procedure as registration was completed in one attempt. There was no reported impact on patient outcome. It was later reported that irm exams from the day of the procedure and the day before had edemas on the patient's face.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the operating system and application version were re-installed on the navigation system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.